Event description:
It was reported that the patient experienced pain nine (9) months after initial right knee arthroplasty.

Manufacturer narrative:
UDI: (B)(4). This follow-up report is being submitted to relay additional information. Concomitant medical products : vanguard xp femoral component cat#195909 lot#029380, vanguard xp tibial tray cat#:195753, lot#: 467170, vanguard xp tibial bearing rl cat#:195772, lot#: 924610. Reported event was unable to be confirmed due to limited information received from the customer. Device history record was reviewed and no discrepancies relevant to the reported event were found. Root cause was unable to be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
This follow-up is being submitted to relay additional information. Updated: b4, b5, d7, e1, g4, g7, h1, h2, h6, and h10. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.

Event description:
It was reported that a patient underwent a partial revision procedure due to unknown reasons. There is no additional information at this time.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information: if any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
(B)(4). Multiple MDR reports were filed for this event, please see associated reports: 0001825034-2018-10213, 0001825034-2018-10242, 0001825034-2018-10243. Medical products: vanguard xp femoral component, cat#: 195909, lot#: 029380. Vanguard xp tibial tray, cat#:195753, lot#: 467170. Vanguard xp tibial bearing rl, cat#:195772, lot#: 924610. Foreign source: (B)(6). Customer has indicated that the product will not be returned to zimmer biomet for investigation, as the product remains implanted. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that the patient experienced pain two months after initial right knee arthroplasty.